Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/03/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed the lens returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residue of lubricant material was also observed lens pieces. No damaged were observed on the haptics. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed no additional investigation request for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a z9002 27.0 diopter intraocular lens (iol) was implanted on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to myopia. There was no incision enlargement or patient injury. The lens was replaced with the same model. No additional information was provided.